Event description:
During an in-clinic follow-up, episodes of oversensing and low pacing impedance were observed on the right ventricular (rv) lead. At a later date during a routine device upgrade procedure, insulation damage was noted on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The device history record was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.